Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the colic valve during a biopsy procedure performed on (B)(6) 2014. According to the complainant, the patient had a history of taking anticoagulants. The patient stopped the anticoagulant previscan on (B)(6) 2014, and stopped the anticoagulant lovenox on (B)(6) 2014. During the procedure, a biopsy was performed and a slight bleed appeared. The bleed was treated with a resolution clip and the case was completed with no complications. The patient¿s condition following the procedure was reported to be good. Later that evening, the patient returned to the emergency room with melena. The patient was then transferred to the university hospital of strasbourg for observation. The patient continued to bleed until (B)(6) 2014, her condition was reported to be stable, and she was discharged on (B)(6) 2014. The patient¿s current condition was reported to be okay.